Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the filling port during the filling stage. The set was filled with fluorouracil and 0.9% normal saline to a total fill volume of 240ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added. The device was manufactured from may 29, 2019 - may 31, 2019. The actual device was not available; however, a video of the sample was provided for evaluation. A visual inspection was performed to the video and a leak/backflow at the fill port was observed. The reported condition was verified. The most probable cause of the condition is a supplier related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.